Manufacturer narrative:
(B)(4). This is a report of a leak caused by use error, where there was an open clamp on an unused line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked. This event occurred during setup of peritoneal dialysis therapy. The patient was trying to ending therapy and disconnect but forgot to close the clamps and fluid spilled onto the floor. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.